Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral denali filter was returned for evaluation and one fluoroscopic image was provided and reviewed. The image shows an ivc filter in the vena cava at an infrarenal location. The filter appears have been deployed in the vena cava but has not expanded with the legs remaining partially constrained. Based, on the image review and returned sample analysis the investigation is confirmed for the identified failure to expand the filter. However, the investigation is inconclusive for failure to deploy as the identified failure to expand issue might led to the deployment issue. A definitive root cause for the alleged failure to deploy and identified failure to expand issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 08/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a vena cava filter placement procedure via femoral vein, the filter was allegedly not deployed in the body. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
Our firm received an FDA email correspondence on 06-aug-2024 from MDR data systems team, ciaundria savoy, indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. The catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510k number for the similar denali product is identified in d2 and g4. D4: medical device expiration date- 2025-08-28. D4: UDI- (B)(4). G4: k240257, k160866, k143208, k130366. H4: device manufacturer date: 2022-09-01.

Event description:
It was reported that during filter placement procedure in lower limbs via femoral vein, the filter was allegedly not deployed in the body. The procedure was completed by using another device. There was no reported patient injury.